Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 116 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call. The customer had changed their infusion set and tried to treat for their lows, but their blood glucose was going up. The customer drank juice to treat. The customer experienced symptoms such as sweating a lot and nearly losing consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that they saw air bubbles in the reservoir. The reservoir will not be returned for analysis.